Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) of staphylococcus opidermidis, 1 cfu of aspergillus flavus, 1 cfu of miciooeccus species, and 5 cfus of unspecified microorganisms. The device was retested on (B)(6), 2025, and it tested positive for 1 cfu of moraxella species and 1 cfu of unspecified microorganisms. The device was tested again on (B)(6), 2025, and tested positive for 1 cfu of brevibactenum sp., 1 cfu of burkholderia cepacia, 1 cfu of microaoccus luteus, 11 cfus of staphyloooccus hominis, 1 cfu of burkholderia cepacia, and 1 cfu of unspecified microorganisms. The device was tested again on (B)(6), 2025, and tested positive for 9 cfus of staphylococcus warneri, 2 cfus of staphylococcus coagulase negative, 1 cfu of staphylococcus capitis, 1 cfu of altamaria sp., 1 cfu of micrococcus luteus, and 2 cfus of unspecified microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: june 4, 2025. Sampling from: operating channel. Cfu: <1. Bacterial identification: n/a. Sampling date: june 4, 2025. Sampling from: suction channel. Cfu: <1. Bacterial identification: n/a. Sampling date: june 4, 2025. Sampling from: air/water channel. Cfu: <1. Bacterial identification: n/a. Sampling date: june 4, 2025. Sampling from: jet channel. Cfu: <1. Bacterial identification: n/a. Sampling date: june 4, 2025. Sampling from: distal end. Cfu: <1. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU after repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.